Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging that her onetouch ultra2 meter displayed an unknown error message. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2015 at 10:00pm. The patient was not sure what the error message was that was displayed on the subject meter. The patient manages her diabetes with self-adjusting insulin. The patient was unable/unwilling to state if she made any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claimed that she developed the symptom of "went into shock" (date/time not provided). The patient stated that she went to ER on (B)(6) 2015 at 10:00pm where she received hcp treatment of IV glucose. The patient stated that her blood glucose was tested at the ER and the results obtained from the ER/hospital device was "55 mg/dl". At the time of troubleshooting, the csr noted that the issue was resolved with walk-through troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient received hcp treatment for a severe low blood glucose excursion after the alleged product issue began. This treatment meets lifescan's criteria for a serious injury.